Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone14.7 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized in the intensive care unit (ICU) for severe diabetic ketoacidosis (dka) on (B)(6) 2026. The patient¿s blood glucose level exceeded 490 mg/dl while wearing the pod between 24 and 36 hours on the leg while going to bed. The patient reported being unsure if the cannula was properly inserted into the skin. Reported symptoms included confusion, vomiting, hyperglycemia, seizures, loss of consciousness, delirium, and cardiac complications. The patient was hospitalized and treated with diagnostic blood tests, a stroke assessment, intravenous insulin, intravenous fluids, and an additional 10 units of insulin. During the hospitalization, the patient experienced a seizure. The pod was removed at the hospital and discarded. The patient was discharged from the hospital on (B)(6) 2026.